Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds)was returned for analysis. A visual examination of the crimped stent found stent struts along the distal portion of the crimped stent were damaged, distorted, overlapped and bunched proximally. This type of damage is consistent with the stent encountering resistance while advancing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 28 x 4.00 promus premier&#10244;rug eluting stent was advanced but met severe resistance and failed to cross the proximal side of the lesion. The device was removed and was visually inspected outside the patient and it was noted that the distal part of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 28 x 4.00 promus premier&#10244;rug eluting stent was advanced but met severe resistance and failed to cross the proximal side of the lesion. The device was removed and was visually inspected outside the patient and it was noted that the distal part of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.